Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
Consumer stated that the u by kotex sleek tampon fell apart. She experienced discharge along with pieces of the tampon.

Manufacturer narrative:
New information: this is a follow up to report a change to brand from sleek unknown to click super plus tampons. Brand name, model and UDI numbers, contact office and manufacturing site, 510k number, follow-up 1, follow-up type, results and conclusions codes. Additional narrative: review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
This is a follow up to report a change to brand from sleek unknown to click super plus tampons.